Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure on this (B)(6) female patient, the surgeon was assembling the final prosthesis on the back-table assembly. After breaking off the screw with the disposable torque drive, (he likes to use one in the tray to torque it a little bit further with the bigger t handle) the distal part of the torque drive listed above cracked off. Nobody was injured there was no effect to the patient, and we continued with the procedure. There were no parts or pieces left in the patient. Device to be returned. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) the broken device reported was likely the result of the applying an excess torque or bending moment to the tip of the torque screw driver possibly from using the larger t-handle, as stated in the experience report. Additionally, it was confirmed that the complaint device was retrieved from the instrument tray. However, the returned device is the disposable form of the driver. Reprocessing and reuse of the disposable torque screw driver may have also contributed to the device fracturing.